Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported that the patient received the implantable neurostimulator (ins) for the treatment of bladder issues. The reason for the call was that the ins had been turned off since two months post-implant. They turned the ins off because it never helped with their bladder symptoms. They said the healthcare provider hooked the device up to their clitoris, and the device was stimulating where it was not supposed to be, so they turned stimulation off. They were seeing a specific doctor at the time, but were no longer seeing that doctor. They were redirected to follow up with a healthcare provider.